Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device cut, but did not staple completely. A new device was used to complete the procedure. After 3 or 4 days post-op the patient had a re-operation due to pain. During the reoperation, the staple line was complete. Patient consequence unknown.